Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that following an open sigma resection, the patient experienced bleeding at the anastomotic site and anastomosis insufficiency. Some days post operatively, the anastomosis was open. An ostomy was necessary. Everything looked fine at the time of the surgery.